Manufacturer narrative:
Exemption number (B)(4) applies to a total of 305 events. Reports are being filed retrospectively after being identified during an internal auidt as not sufficiently documented in the complaint file.

Event description:
Received information that user was sitting down and pump pulled away from the user and fell on the floor. Subsequently, the luer lock completely disconnected. The user's blood glucose level was reported to be 212 mg/dl.